Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during anastomosis of bypass, the needle broke. The broken needle has not been retrieved, though an x-ray was used for search. Latest patient status is under observation, but good. No bleeding. Operating time was extended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received seven devices .the visual inspection of the returned product noted that a tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. The sealed products were forwarded to engineering for bend moment testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.